Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23301. It was reported that an asymptomatic patient presented with loss of capture from their left ventricular lead. The device was programmed to deactivate the lead for the time being. The lead was then repositioned on (B)(6) 2020. During the same procedure, it was noted that the right ventricular lead also had a lead slack issue. Slack was added to the lead. Patient was stable after the event.